Event description:
The customer reported via phone call that he had sensor glucose versus blood glucose differences. Customer's blood glucose was 72 mg/dl. The customer stated that occasionally sensor will him bad reading. After troubleshooting was done, the customer was advised that we would replaced sensors and agreed to return the product for analysis.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used soft sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings. Operator error correct rso is (B)(4) par sensor glucose versus blood glucose (education) used/soft.